Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the generic bd pyxis¿ es server, new patients was not crossing to all stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that server had new patients was not crossing to all stations. The technical support specialist (tss) verified the device was offline. Customer confirmed the network cable was properly connected to the pyxis and wall port. Advised the customer to contact their it department to verify the port status. After it intervention, followed up and confirmed the device was online and communicating. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients was not crossing to all stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.